Manufacturer narrative:
Certas valve was received for evaluation: DHR - lot 6603925, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to an issue with the programmer, or implantation site too deep.

Event description:
N/a

Event description:
A facility reported a certas valve could not be programmed (system seemed blocked). The valve was implanted on (B)(6) 2023 and explanted and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient presented with signs and symptoms due to valve disfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.